Event description:
Daily insulin delivery amount on pt's pump was reading zero. Bolus and basal delivery amounts were not being recorded resulting in elevated blood sugars. This incident required no physician or hospital intervention. Injections were given at home.